Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported via social media message to livanova vns therapy by the patient's father that a patient rejected the implant, required 3 surgeries, and had to remove the vns due to a fever the patient had for 3 months since the vns was implanted. Further information was received from the distributor that per the patient's physician, the patient's device was not explanted because of an infection but was due to an immunological condition of the patient. Per the physician, the patient's rejection of the vns was due to an underlying immunological condition and not due to the vns surgery. Device history records were reviewed for the generator and lead. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.